Event description:
It was reported that during a breast biopsy, the probe initialized but wouldn't retract any samples. A second probe was tried, initialized and was able to take the needed samples. The case was completed with no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was returned in good physical condition. The probe was connected to a test holster and control module, initialized and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cut as intended. In addition, the vacuum feature was fully functional. The probe was fully functional and conforming to mfg requirements. No conclusion could be reached on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch review was performed and no anomalies were found during the mfg process.